Event description:
It was reported that the patient was implanted a year ago. The patient had done well with her nausea and vomiting however she was experiencing some weird shocking and pain in her left shoulder and arm. The doctor was going to get some imaging to confirm lead placement and decide what to do next. They decreased the patient's voltage from 2.8 to 1 and her rate from 14 down to 10. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).